Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy and meniscus suture, the t1 of the fast-fix flex had a failure when it was fired. Surgery was successfully completed with a smith and nephew back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: h2: upon re-evaluation of the information received, it has been determined that this event does not meet the criteria for medical device reporting (MDR) to the FDA and is considered non-reportable. Although the issue may necessitate the use of a replacement or alternate device to complete the surgical procedure; potentially causing a brief procedural delay; there is no indication that the event could reasonably result in death or serious injury or has contributed to such an outcome. Therefore, based on the available information and in accordance with applicable MDR regulations, this event does not constitute a reportable incident. Should additional details become available that indicate the occurrence of a reportable event, the case will be reassessed, documentation will be updated, and a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected data: this supplement is being submitted to correct the information provided in the previous supplement submitted. In that prior submission, it was stated that the event was not reportable. However, upon further evaluation of the available information, it has been determined that the event does meet the criteria for reportability under 21 cfr 803. This supplement serves to correct that conclusion and confirms that the original MDR remains valid as a reportable event. Additionally, the device evaluation has now been completed and is included in this submission as part of the updated information. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were returned off the needle. The suture is still folded under the depth tube. The actuator is in the pre-t1 position. The needle assembly is bent to the side. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will deploy to the tip of the needle but will only return to the pre-t1 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.